Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the returned device (if available), photographs, videos, event description, and any additional field input, arthrex has determined the most likely cause. The most likely cause is attributed to wear and tear damage sustained in the field over time.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/25/2025, it was reported by a sales representative via (B)(4) that an ar-9236-03pp univers vaultlock glenoid trial and an ar-9530s-03 univers revers trial were both damaged. This was discovered during the case with no patient harm.